Manufacturer narrative:
(B)(4). Device not being returned to the (B)(4) site. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release.

Event description:
It was reported via a hot line call that the biomed called to discuss monitor having screen issues on pump. The pump is being switched out from the patient for another and this console is being brought to biomed. The biomed had already reseated the umbilical cable and the pump monitor came back for a few seconds, but then went back to white horizontal lines all over the screen and the inability to see the waveforms. Difficulty encountered: during therapy outcome of the patient: unchanged during call there was no reported patient death, injury or complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.